Event description:
It was reported that product was damaged in transit. Product smells. Fed-x now has the product and wants to know how to dispose of this item.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.